Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that during lead implant, were unable to find satisfactory sensing and there were high thresholds due to patient anatomy. The lead was not replaced and existing atrial lead remains in use. No patient complications have been reported as a result of this event.